Manufacturer narrative:
(B)(4): the driver was not returned for eval; the hosp confirmed the driver remains in use. The product is sold non-sterile; customer is responsible for sterile processing. A review of the device history records did not identify any applicable nonconformance to specification. This report is being submitted for notification purposes.

Event description:
It was reported that the pt underwent revision surgery to extend the construct to the adjacent level. The surgeon replaced the old hardware due to device system preference; there was no device malfunction. It was reported that "after the self retaining break-off driver was used with the counter torque for tightening, it was discovered that the retained plug heads had remained inside the driver from a previous surgery." The driver was used with the mating screwdriver to tighten the screw with no reported malfunction. No set screws were broken off in the shaft of the driver during this procedure. The driver was placed on the back table. Loose set screws were heard in the shaft. It was discovered that the set screws from a previous surgery had remained in the shaft of the driver. The driver had been through sterile processing at the hosp and reused in surgery with the broken off set screws still in the shaft. The tip of the screwdriver was in contact with the screw head when it was used for tightening. Testing was conducted on the previous pt due to possible cross contamination; test results were normal. The pt for this procedure was informed of the results; no testing was performed on the pt. There was no report of extended surgery time. It was later confirmed by two scrub techs and the operating room nurse that the scrub tech heard the set screw caps in the driver shaft while picking up the instrument, prior to pt contact. The driver was placed on the back table with the other instruments used in the surgery. No pt complications were reported.